Manufacturer narrative:
Unit alarmed battery out limit due to faulty battery tube. Unable to monitor battery life due to battery out limit alarm. No unexpected low battery alerts noted. Unit received with minor scratches on lcd window.

Event description:
It was reported that the customer was having battery issues with her insulin pump despite replacing the battery cap. Her blood glucose was 83mg/dl at the time of reporting. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.